Event description:
Upon evaluation of the returned device at the domestic manufacturing site, it was found that the lancet needle will not retract in the softclix plus lancet system. No accidental stick was reported.